Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device was difficult to toggle and the needle would not go through the tissue. When removed in sterile field, device toggled fine but when applied to tissue it required two hands to get the device to toggle to the other side. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four device. Device one was returned with blades were partially bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. If information is provided in the future, a supplemental report will be issued.